Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system powered down three minutes after being disconnected from a known operational outlet. It was reported that the issue occurred while transporting the unit. There was no patient present when this issue was identified. No additional information was provided.